Event description:
The customer stated she accidentally primed the infusion set while being connected to her body. The customer's blood glucose levels were dropping rapidly during the phone call and the customer was taken to the emergency room.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.